Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the right ventricular lead exhibited high pacing impedance. The lead was not used and replaced. The patient was discharged post procedure.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead found did not find any anomalies.